Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) "2019", that on (B)(6) 2018, no audio on app occurred. Data was provided for evaluation. The reported issue was not confirmed. The probable cause is the patient had always alert setting set to false. No additional event or patient information is available. It was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.